Event description:
It was reported that a patient was inadvertently extubated while rotating to the prone position on the rotoprone therapy system.

Manufacturer narrative:
The unit was returned to the kci service center and tested per quality control procedures. The unit met specifications. According to the complainant, the nurse manager, the patient's ventilator tubing was not properly secured in the rotoprone tube management system, although the staff was trained in properly securing tubing. Following the alleged event, kci provided additional inservicing to the facility. Rotoprone labeling states under "safety tips", "prior to activation rotation, assess the security of all invasive lines and tubes to accommodate a full 360 degrees of rotation and minimize the risk of binding, disconnecting or dislodging. Tubes and lines should always have slack for rotation and pt movement. Tubes and lines must always be routed through and kept within either top frame hoop or the circular opening in the frame at the foot-end of the unit, just beneath the main display panel. Do not hang or tie any equipment or lines on sides of patient support frame."